Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed right and left plunger case cracked. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over thirteen years old. Combination of motor assembly, lead screw and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced right and left plunger case, battery (old), position pot (found broken), worm coupling, worm gear, wavy washer, stepper motor, motor mount, delrin washer, lead screw, right and left clutches. Installed cable guard (because missing). Performed occlusion test and all functional test which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.